Event description:
The event is associated with a leak during infusion of a chemotherapy drug (5-fluoro-uracil). An infusion set leaked during routine treatment of a pt. The drug leaked onto the pt. The pt returned to the clinic where the pts cloths were removed and the drug was washed off of the pt. There is no report of injury to the pt.